Event description:
It was reported that the wire dislodged. The 75% stenosed target lesion was located in the severely tortuous and severely calcified distal left circumflex artery. A 1.75 mm rotapro and rotawire drive were selected for percutaneous coronary intervention (pci). During procedure, it was noted that there was severe resistance upon inserting the guidewire into the device. The rotation speed did not increase despite confirming the gas pressure connection. The target speed was 180,000 rpm and the maximum speed noted was 140,000 rpm. During advancing of the rotapro, the rotawire dislodged and moved out from the lesion. The devices were removed from the patient's body without resistance. The intended treatment completed via standard pci using agent 2.0. There was no patient injury and the patient was stable after the procedure.